Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient's hcp does not release any information about his patients and the rep did not have any information about the patient's weight. The rep reported the patient has been scheduled for implant on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 3057, product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the family member of a trial patient with a neurostimulator for a basic evaluation that began on (B)(6) 2017. It was believed that there was a possible lead migration/pull. The patient stopped feeling stimulation on friday night. Both leads were tried but the patient was not getting any symptom relief. The patient was referred to their healthcare professional (hcp). Additional information was received from a trial patient on (B)(6) 2017. The patient was getting a ¿settings not available, contact clinician¿ error message. The patient was only able to go up to amp 7.1 on both the right and left lead. The issues were not resolved at the time of the report, but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.